Event description:
Healthcare professional reported for right side erythema, seroma and cytological diagnosis of bia-alcl. Histopathological markers are not reported, so the diagnosis of alcl is not confirmed. The reported event has been captured as lymphoma-alcl-suspected. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: analysis of the returned device identified: weight to the spec, crease fold, red particles in the shell and cloudy in the gel. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: device photograph(s) for the device related to the reported event of lymphoma-alcl-suspected and erythema was reviewed on 11-aug-2020. Visual analysis of the photographs identified: device is seen intact. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The events of lymphoma-alcl-suspected and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected and seroma-late.

Event description:
Healthcare professional reported for right side erythema, seroma and cytological diagnosis of bia-alcl. Histopathological markers are not reported, so the diagnosis of alcl is not confirmed. The reported event has been captured as lymphoma-alcl-suspected. The device has been explanted.